Event description:
It has been reported to philips that the host pc does not boot with the system and has to be manually booted through the technical room. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the host pc returning the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the host pc had issues with starting. Review of the system log file showed ¿host-pc did not startup in the previous system start¿. Customer ordered and replaced the host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.